Event description:
It was reported that pump experienced malfunction alarm with code Malf 16 and was not resettable, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump to ensure insulin delivery, and Technical Support arranged shipment of in-warranty replacement pump.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: iOS / iOS_iPhone SE 3rd Gen / 2.9.1 / iOS 26.1.